Event description:
External catheter leakage. When they flushed the catheter saline came from a leak about 3/4" from where the plastic hub ends. During removal, the catheter completely broke. The leak was removed without any problems.

Manufacturer narrative:
Product implicated is a 3 french PICC catheter. Returned for evaluation is the catheter only. The catheter is in two pieces. The proximal section (including hub) measures 8cm and the distal section measures 58.cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The catheter tubing separated approximately 3/4" distal to the reinforcing shim. Under 50x magnification, the texture at the break point appears granular and dull. The catheter tubing is elongated and appears to be necked down adjacent to the break point. These signs indicate a typical tensile break. The customer noted that the catheter was leaking and upon removal, the catheter broke where the leak occurred. The break is irregular and extends at a sharp angle. The texture of the break surfaces are completely granular and dull. There are no shiny areas and no striations. Theree are no indentations or unusual markings on the surface of the tubing. No abrasions are apparent on the inner surface of the tubing. When the ends are mated together, the shape of the break (longitudinal along one side with a curved at one end) suggests that the catheter may have burst due to overpressurization prior to the break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.